Event description:
According to the dealer: no o2 production from the concentrator because of the absence of flow. "They installed the concentrator and provided a bottle of an oxygen gas as emergency equipment to the patient. During the night, at 2 a.m the patient's granddaughter heard the concentrator alarm".

Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed. The perfect o2 is the same /similar to a product or products which are, or have been manufactured and/or marketed by invacare in u.s.